Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure for a post marketing clinical study. The prolieve treatment was successfully performed; however, the pt was admitted to the ER with urinary retention on the evening of the prolieve procedure. The pt had a catheter placed and bladder was drained. The patient also developed pain due to catheter placement and was admitted to the hospital overnight for pain control. The pt was discharged and the urethral pain resolved the following day, late 2008, with the catheter still in place. The urinary retention resolved nine days later.